Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer in (B)(6) that during an unspecified surgical procedure, it was observed that the protective sheath was lost by the electrode vapr. According to the reporter, the electrode vapr made sparks outside the patient's body. The issue was resolved by using another vapr. There was no delay in the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the protective sheath was lost by the electrode vapr. The electrode vapr made sparks outside the patient's body. The issue was resolved by using another vapr. The device belonging to complaint (B)(4) was received in mitek lab on 10/27/2020 and visual inspection and functionality test were performed; the visual inspections revealed that the active tip of the electrode show signs of activation and saline residues were observed in the suction tube, the electrode shaft, handle, cable, and plug does not show any signs of damage. Electrode was connected in the generator a message output short showed on both modes. To continue with the product analysis, device was sent to cardiff UK for further analysis with manufacturing on date 11/20/2020 along with other product complaint devices with a total of 3 boxes, under fedex tracking#: (B)(4). Logistics department informed that the material was not received in UK and it was returned to el paso. Tx, warehouse. Another shipment was conducted to send the boxes to UK for analysis under (B)(4) via ups and manufacturing department confirmed that only one box was received, it doesn't contain the product reported in this complaint. A manufacturing record evaluation was performed for the finished device lot/serial number: (B)(6), and no non-conformances were identified. After multiple attempts to localize the devices locally in el paso, tx. Warehouse. Logistics department confirmed that the missing 2 boxes were not in their facility. Even though it¿s not possible to perform an actual evaluation on the device we have evidence from the visual inspection and production records that the device was manufactured in accordance with documented specification and procedures which indicates that the failure reported by the costumer is unlikely to be related to the manufacturing process. With the information available at the moment, this complaint cannot be confirmed. If the device is located in the future. This complaint will be reopened, and analysis will be performed accordingly. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.